Manufacturer narrative:
There were no samples or images provided for review. Without such evidence, a definite root cause and corrective action cannot be established with confidence. However, based on similar complaints regarding this matter, (B)(4) has been initiated to address the guidewire detachment issue. The CAPA will document the root causes identified and the corrective actions taken to address the issue. Field action is required, product will be recalled.

Event description:
During placement of a drainage catheter, the operator found the distal coil of the 0.018¿ guidewire was detached inside the vivo when the guidewire was taken out.